Manufacturer narrative:
We are awaiting device return. When our evaluation has been completed, a follow-up report will be submitted.

Event description:
It was reported while performing an atrial fibrillation ablation procedure with the catheter, it was observed that the power would not increase to more than 17 while the maximum power set was 35, and temperature reached the maximum. The physician noted that there was saline leaking in the catheter handle. It was noted the procedure was "especially long." There were no consequences to the patient.